Manufacturer narrative:
Concomitant medical products: 457453 lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device feature, that is designed to withhold ventricular tachyarrhythmia detection when there is sensed 1:1 atrial to ventricular conduction of rhythms that exhibit a gradual rate increase into detection zone, inappropriately withheld therapy for ventricular tachycardia (vt) that was classified as supra ventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.